Event description:
It was reported that the patient underwent axial interbody fusion at l5-s1 with cancellous chips and rhbmp2/acs supplemented with posterior fixation. A few weeks post-op, the patient began to complain of increased pain. The patient was treated with antibiotics. MRI performed in 2008, showed a fluid collection and posterior aspect of l5 vertebral body liquefied. Patient returned to hospital for four days in 2008 with continued pain and general discomfort.